Event description:
Event description guidant received information that the patient with this implantable defibrillation lead had received 9 shocks due to oversensing. Upon interrogation, it was noted that the impedance measurements were out-of-range.